Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that there was a large air bubble in the reservoir. The customer stated that she changed the reservoir everyday. The customer's blood glucose was 340 mg/dl. Troubleshooting was done. Advised customer that insulin should be stored at room temperature to prevent gassing out when it warms in the insulin pump. The customer had been filling the reservoir with cold insulin. The customer was able to remove the air bubbles in the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.